Event description:
It was reported that the customer kept receiving no delivery alarms. Customer received an alarm while bolusing. Customer's blood glucose level was 265 mg/dl. Troubleshooting was performed and the pump passed the priming tests. Customer was advised that the pump was working as designed. It was explained that the alarm was caused by set/reservoir occlusion. Customer stated that he usually rewinds the pump and that resolves the issue. Pump passed the troubleshooting process. Infusion set will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.